Event description:
The customer reported that the duracell batteries had corroded in the alarm after using it for two weeks. The customer wiped down the alarm and put in new batteries. They reported that the alarm is now working. No patient injury was reported.

Manufacturer narrative:
(B) (4) - no product was returned. (B) (4).